Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the needle protector was really difficult to remove when he did the sensor wouldn¿t connect so he removed sensor and there was no filament. Customer's blood glucose level was unknown. The device will not be returned for analysis.